Event description:
It was reported that the patient developed an infection and presented to the hospital. Upon examination using transesophageal echocardiogram (tee), vegetation growth was observed on the pacemaker system leads. On (B)(6) 2022, the physician explanted the pacemaker system successfully. The patient's condition was stable. Related manufacturer reference number: 2017865-2022-04234, 2017865-2022-04235.

Event description:
It was reported that the patient developed an infection and presented to the hospital. Upon examination using transesophageal echocardiogram (tee), vegetation growth was observed on the pacemaker system leads. On (B)(6) 2022, the physician explanted the pacemaker system successfully. The patient's condition was stable. Related manufacturer reference number: 2017865-2022-04234, 2017865-2022-04235.